Manufacturer narrative:
H6. Code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The sheaths were discarded at the facility and are not available for investigation. The physician stated that it was unknown what caused and when the dissection occurred. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Manufacturer narrative:
(B)(4): a review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. Also was used: dsf1633/ (B)(4). The sheaths were discarded at the facility and are not available for investigation.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis, a gore® excluder® iliac branch endoprosthesis, gore® dryseal flex introducer sheaths and a gore® molding & occlusion balloon catheter. After all devices were implanted, final angiography suspected a dissection at about 3cm below from the proximal end of the trunk ipsilateral leg component. An aortic extender endoprosthesis was implanted. Then, the angiography still suspected the dissection, but no additional treatment was performed. The procedure was concluded. The physician stated that it was unknown when the dissection occurred. Reportedly, it was unknown if there was something in patient¿s anatomy caused or contributed to the event. The fsa reported also that two 16fr sheaths and a balloon which were used during the procedure might have been related to the dissection. Reportedly, there was no other reportable issue during the procedure. The patient tolerated the procedure. No reintervention was performed. The physician is monitoring the patient.